Event description:
A surgeon reported "cell grass" growing on an intraocular lens (iol) eleven days following implantation. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).